Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient experienced possible infection. Patient had fluid coming from incision site. The healthcare provider (hcp) evaluated the patient on (B)(6) 2018 and scheduled wash with potential explant if infected on (B)(6) 2018. The issue was not resolved and patient status was alive with no injury at the time of the report. No further complication was reported. On (B)(6) 2018 (rep): additional information received from the representative reported that the pump was explanted on (B)(6) 2018 after infection was confirmed. No further complication was reported.